Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +19.5d) was explanted due to diplopia and visual disturbances. A new lal (sn (B)(6), +20.5d) was implanted as a replacement. The patient was reported to have continued to experience diplopia 1-day post explant.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut into two main pieces during explantation. No device problem was found during visual inspection. Manufacturer reference #: (B)(4).